Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion. It was further observed that the device had a damaged flex cord, could not control/change speed, could not secure/lock cutter, excessive noise and component damage. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, motor thermistor assessment, no short circuit between sensor gnd and connector body (42), safety assessment, noise assessment, air pump assessment and hand control assessment. It was noted in the service order that during pre-surgery checks the device did not work properly. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.